Event description:
It was reported via facility medwatch (mw5148681) that the patients ipg was not holding a charge. It was also noted that the leads had migrated as confirmed through x-ray. The patient had electrocution episodes, pain, physical and mental anguishment as the result of malfunction. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 5141680/7072368.